Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that a patient experienced skin irritation on (B)(6) 2015. Sensor was inserted at the arm on (B)(6) 2015. Patient's mother described the skin reaction as a red, itchy, and bumpy rash on the arm, under the sensor tape. Patient's mother treats the affected area with triamcinolone steroid cream, prescribed by physician on (B)(6) 2015, for the reported skin rash. At the time of contact, patient's mother reported current condition of skin reaction as "clear". No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.